Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective tip clamps, plunger clamps and two-pole ribbon cables in the problem area of the pipetter assembly. The fse replaced defective parts and springs. The instrument was inspected, tested without further problem, and returned to service.